Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported problem keypad not responding. Visual inspection found the keypad flex not secured in the input/output printed circuit board (I/o pcb) connector. The keypad flex was reinstalled to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the keypad was not responding. There was no patient involvement. No additional information is available.